Event description:
It was reported that there was a lcp reconstruction surgery, resulting from a patient falling down and breaking their clavicle. On (B)(6) 2010 he had a lcp surgery reconstruction with 9 holes and a plate. After four months, the bone broke again while the patient was doing some heavy lifting. On an unknown date, there was a revision surgery with lc-lcp 10 holes. Due to a small gap after that surgery, there was still non-union. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the plate broke. It was determined that the plate failed because of dynamic bending and overloads which finally led to the fatigue failure.